Manufacturer narrative:
An event of the sheath getting stuck while advancing it inside the patient and the dilator tip being split upon removal of the device from the patient was reported. The investigation confirmed that the tip of the dilator was split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to release. The damage was consistent with having occurred from the guidewire while advancing the sheath and dilator over it. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a amulet delivery sheath 14f 80cm was selected for an implant. The inner diameter of the delivery sheath catheter used was 4,8 mm/0,19 po. During the procedure, when the delivery sheath was going through the non-abbott guidewire, the sheath got stuck. The physician therefore removed the wire and the delivery sheath as a single unit. The sheath was cut at the end. The physician successfully completed the procedure with a non-abbott device. Physician doesn't considered that the anatomy was tortuous. The patient is stable.